Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was considered high risk for left ventricular assist device (lvad) implantation. The decision was made to proceed with the surgery. The patient then underwent lvad implantation, temporary right ventricular assist device (rvad) implantation and va-ECMO decannulation. The patient required continuous renal replacement therapy (crrt) for continued renal failure. Despite continued attempts at support optimization, the patient continued to exhibit signs of severe rv failure. A computed tomography (CT) scan was done and the patient suffered a right subdural hematoma and midline shift with many possible contributing factors leading to unknown etiology. The patient had change to their anticoagulation that included titrating heparin as deemed appropriate post surgery. The patient had developed acute neurological change with symptoms of decompensation, fixed pupils, and minimal response to noxious stimuli. The patient passed away when the family agreed to withdrawal of care. The event was not considered to be device related and it was not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through patient outcome that the patient passed away due to a right right subdural hematoma and right ventricular (rv) failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including right heart failure, renal dysfunction, bleeding, stroke and death, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.